Event description:
It was reported that there was particulate in the reservoir of a small volume intermate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured august 28, 2014 to september 3, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection revealed a white particle between 0.53 to 1.68 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.